Event description:
Customer reported discrepant antibody screening results, with suspected low red blood cell dispensing causing an initially weak/negative reaction compared with repeat testing. Reviewed snapshot data, instrument timeline, and customer images for sample (B)(6) on ih-500 sn (B)(6). Initial test showed abnormally low rbc pellet despite correct instrument pipetting volume. Review confirmed the screening cell suspension used for the initial test was non-compliant (insufficient rbc concentration / poor suspension). Repeat testing with a newly loaded reagent kit showed normal pellet formation and expected performance. Additional image analysis with r&d confirmed that the reduced pellet in the original test was at the threshold limit of the low pellet detection algorithm. Since the pellet was borderline and not below the configured threshold, the low pellet alarm was not triggered. The low pellet control is designed to reduce risk of false negative interpretation, but in this case the pellet remained at the detection limit. Based on available evidence, no instrument malfunction was identified; the discrepant result was attributed to reagent handling / non-compliant suspension quality. Resolution: no instrument malfunction identified. Root cause determined to be pre-analytical reagent condition (non-compliant rbc suspension), resulting in insufficient red blood cells being dispensed despite correct volume pipetting and causing discrepant initial test results.

Manufacturer narrative:
This is our initian and final report on this incident.